Event description:
Admitted low flow alarms, increased symptoms heart failure, tea colored urine, elevated ldh and creatinine. Speed change echo showed persistant pulse at 12,000 rpm suggestive of pump thrombosis. Device exchanged and thrombus noted within pump around bearing site. Right hemicolectomy due to ischemia.

Manufacturer narrative:
(B)(6).